Event description:
It was reported that the patient was treated 6 months back for a sah with pcom aneurysm. During a follow up visit, an angiogram revealed recanalization of the aneurysm, and flow diverter treatment was planned. Based on the distal and proximal vessel measurements and aneurysm neck, the appropriate stent size was chosen. The catheter was placed in the distal mca over the guide wire, and the access catheter and intermediate catheter were used as the base camp. The stent went in smoothly and deployed well, apposing to the vessel wall. Post deployment runs were good, and the procedure was completed. The patient recovered and was discharged a few days later. Currently, the patient is stable and doing fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed.